Manufacturer narrative:
Concomitant product: 1258t lead implanted: (B)(6) 2012. Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was not functioning within normal tolerances. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.